Event description:
The complaint was received as follows. Complaint description: "air leakage was found after placing the et in the patient just for a while. It was removed the normal way. No harm or injury to patient."

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to risk of aspiration of gastric contents and a reduction in ventilation pressure. Although there is a potential for a serious injury, the likelihood of such an occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases, all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the patient may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. This issue does not constitute a risk to the safety of the public at large. The (B)(4) product involved in this case is not used for the treatment or diagnosis of any medical condition. From a us medical perspective, unless additional or more significant details are forthcoming this case may now be closed. Based on investigation finding, we could not really determine the cause for such balloon torn, especially with (B)(4) inflation/deflation test as well as visual inspection. We anticipate the torn could have been induced during product usage where balloon may potentially contact with sharp object such as laryngoscope, etc, or caught by teeth during intubation process. Reported to the FDA on (B)(4) 2013.